Event description:
Overdelivery reported. Medwatch form received from the user facility that states, "pump set to deliver 80ml procal per hour, with 2 total volume of 2000ml at 2300 hours. At midnight, pt complained of nausea and vomiting. When registered nurse went check on pt. Total volume of procal already delivered (in 2 hr time period). Unable to determine if pump delivered bolus of med & then began delivery of the programmed rate or if pump consistently delivered med at higher volume than that programmed. Procal set up as primary line. No secondary lines running at time of event." F/u with customer contact indicates that the pump display reportedly showed "dose delivered 994 ml" at the time of the incident. The pt blood glucose was tested and found to be "critically high at 510." The pt rec'd 20u or regular insulin and a repeat blood glucose fifteen minutes later was 250. The pt's right arm also was edematous without pitting. Customer reports that pt f/u at 24 and 48 hours revealed no adverse outcome to the pt. The right arm edema also resolved without further complication. No add'l info was available.